Event description:
The customer reported that a patient death occurred and alarms between the bedside and central monitor were not synchronized which the customer stated lead to a delay in the start of the alarms at the central by 30 minutes.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more information concerning this event.